Event description:
Medtronic received information that this bioprosthetic valve, implanted in the pulmonary position, was explanted 2 hours after implant due to a high gradient. It was reported that the 23 mm graft was implanted into a 30 mm rvot. The tension of the graft ring produced an oval shape causing stenosis. There was no dysfunction with the valve itself.

Manufacturer narrative:
(B)(4): evaluation method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted.